Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had high blood glucose. Customer's blood glucose was 118 mg/dl. Customer was manually injecting to keep her blood glucose in control. Customer was hospitalized on (B)(6) 2016. Customer had high blood glucose and diabetic ketoacidosis. Customer was not wearing the pump at the time of the hospitalization. Customer was put on an insulin drip. Customer was using the pump prior to the hospitalization. Customer performed the high pressure test and passed. Customer had a button error after the hospitalization. Customer did not allow to fully troubleshoot the pump.